Event description:
It was reported bd ultra-fine¿ short pen needle had the cannula break off. The following information was provided by the initial reporter: "spouse reported her husband has broken a couple of needles when taking injection".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 28-mar-2022. H.6. Investigation: customer returned 4 unused 8mm, 32 gauge pen needles from lot 1202175. No defects were observed on the unused pen needles. Each pen needle was tested on a skin analog. None of the pen needle cannulas were bent or broken after use. The outer diameters of these needles were measured. All of the needles were measured at 0.0104 in., which is within acceptable outer diameters for 31 gauge needles (0.0100 in to 0.0105 in). The integrity of each needle point was inspected and no defects were found. No debris was found at the tip of any of the needles. Lastly, flour was applied to the needles¿ cannulas to ensure that lubricant was present. Sufficient lubricant was found on all samples. No damage to the needles of any kind was observed and all functioned as intended. The needles were within specifications and did not feature any dullness or burrs that could result in patient harm. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of needles breaking. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported bd ultra-fine¿ short pen needle had the cannula break off. The following information was provided by the initial reporter: "spouse reported her husband has broken a couple of needles when taking injection."